Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the submitted log files confirmed left ventricular assist device (lvad) fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted system controller event and periodic log files revealed lvad internal fault alarms that appeared to have an onset date of 17apr2023. Due to this issue, the pump operated at 5000 revolutions per minute (rpm) during the alarms despite the set speed being 5500 rpm. The alarms appeared to have resolved and the pump appeared to have returned to operating as intended at the set speed following disconnection and reconnection of the driveline (power cycling). The account later communicated that the lvad fault alarms resolved after power cycling. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ includes electrostatic discharge in the ¿safety testing and classification¿ table of this document. The heartmate 3 lvas patient handbook is currently available. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. The patient handbook also outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that their was a miscommunication between the pump and the on-board memory chip that resulted in a left ventricular assist device (lvad) fault. The log files noted lvad internal faults. The patient had a intentional pump stop to reset the pump and the alarm resolved.